Manufacturer narrative:
(B)(4). The unit was returned and the investigation did not identify anything that would have caused or contributed to the reported event. The unit was found to function normally and within specification. A review of the device history records indicated that this serial number was released meeting all specifications as manufactured.

Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: 06-jan-2017. To date the unit has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A review of the device history records indicated that this serial number was released meeting all specifications as manufactured.

Event description:
The customer reported that the forcetriad generator produced a random ligasure function even after changing the pedal and handle. There was no report of a patient injury. No additional information was provided.